Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The lesion was located in an unspecified coronary artery. A 2.0x12mm maverick2 balloon was being inserted in a non bsc guide catheter and the shaft fractured in the proximal section just outside the guide catheter. The physician commented that the shaft felt stiff or brittle. The procedure was completed with another maverick2 balloon. No patient complications were reported. Patient status is listed as okay.

Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The lesion was located in an unspecified coronary artery. A 2.0x12mm maverick2 balloon was being inserted in a non bsc guide catheter and the shaft fractured in the proximal section just outside the guide catheter. The physician commented that the shaft felt stiff or brittle. The procedure was completed with another maverick2 balloon. No patient complications were reported. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a maverick 2 monorail (mr) balloon catheter in a maverick 2 mr inner pouch and shelf box. The device was received in two pieces. It was noted during unpacking that blood and contrast were visible in the distal shaft. The proximal piece from manifold to break point measured 79.5 cm. The distal piece from tip to break point measured 68.5 cm. The break occured within the hypotube portion of the catheter as well as both ends appear to have been bent or kinked prior to fracture. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event - 18 years of age or older. (B)(4).